Event description:
It was reported that this right atrial (ra) lead exhibited oversensing. A revision procedure was performed wherein the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found the complete lead was returned severed into two segments approximately 6.5 cm from the terminal pin. The distal segment of the lead showed inner and outer coils extremely stretched and braided with the above insulation torn apart. The extracting stylet was returned stuck in the distal lead segment. The distal segment additionally exhibited abrasion through the insulation to the outer conductor coils. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead-on-lead contact. The reported oversensing was likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing. A revision procedure was performed wherein the lead was explanted and replaced. No adverse patient effects were reported.